Event description:
It was reported that level 1 trauma fast flow system (h-1200) was overheating. No patient injury or complications were reported in relation to this event. It was further reported that the temperature on the unit overshoot to 42 degrees when it was turned on. In addition, it was noted that there was no patient involvement during this incident.

Manufacturer narrative:
Date of report recorded: 06/30/2019. Updated to reflect additional information. Device return date recorded. Aware date entered.

Manufacturer narrative:
One fluid warmer was returned for evaluation. Visual inspection of the device found it to be in good condition. Device underwent functional testing by powering on the device. As a result, it was noted to be alarming over temp, confirming the reported customer complaint. The problem source was determined to be a crack in the return tube and o-ring top socket block 4 which had leaked water and damaged multiple components-resulting from design of the device. The tube, main pcb and o-ring were all replaced. The temperature was measured at 41.7 degrees which is within tolerance, and device passed all functional testing.

Event description:
It was reported that level 1 trauma fast flow system (B)(4) was overheating. No patient injury or complications were reported in relation to this event.